Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient with this artificial urinary sphincter experienced recurring urinary incontinence as the cuff was not tight enough on the urethra causing urine leakage. The original 5 cm cuff was replaced with a 4 cm cuff which allowed the urethra to coapt. No further patient complications were reported.